Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/19/2013 with the following findings:the keypad cover was found to be torn on the up arrow button. The complaint of the intermittently responsive up arrow button was unable to be duplicated; all keypad buttons responded appropriately. The keypad was removed and contamination was present under the contrast key contact.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow button was intermittently responding and was starting to tear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.